Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported high blood glucose (bg) levels. The patient indicated that on (B)(6) 2012, her bg levels were running in the "400's" mg/dl. She claimed to have had symptoms of nausea, vomiting, abdominal cramps, shortness of breath, chest pain, frequent urination, increased thirst, and blurred vision. She denied checking for ketones or contacting a health care provider (hcp) during the time of concern. The patient admitted that on (B)(6) 2012, at 7:00 pm, her bg level was at "250" mg/dl. She confirmed observing blood at the site, but denied having other site abnormalities. On (B)(6) 2012, at an unspecified time, the patient admitted to seeing air bubbles in the tubing upon changing the site and infusion set. During the contact with anm on (B)(6) 2012, the patient removed her site and admitted to having a bent cannula. Through a review of the pump, the bolus history, tdd, and basals appeared to be correctly calculated. The basal settings also appeared to be correct. However, the bolus history revealed that the patient was only bolusing 1-3 times a day. She was also bolusing at times without checking her bg level. The alarm history also revealed an auto off alarm at 4:25 am and also an empty cartridge alarm at 4:57 pm. She reportedly changed her site and infusion set an hour later. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels with symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering the patient appeared to have had a delayed response (1 hour) to having an empty cartridge alarm. The reported empty cartridge alarm is not likely to cause an adverse event because the pump alarms to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection ofinsulin if delivery is interrupted for any reason.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.